Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated an issue with missing/invalid diagnostic data. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited noise, low impedance and the polarity could not be switched on the first try. A potential insulation issue was suspected. It was also noted that one of the implantable pulse generator (ipg) diagnostics data was corrupted. The lead and device were reprogrammed and remain in use. No patient complications have been reported as a result of this event.